Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Two samples were provided for investigation. The samples ere tested with the reagent lot in question and on anothe rlot on an integra 400 plus. Sample one was positive and sample two was negative. None of the medications the patient was taking are cross-reactants with the benzodiazepine assay. The customer's results were confirmed. No further investigation was possible due to an unknown interference in the patient's sample. The benzodiazepine assay is a screening test with a specificity of 95%, in some cases false positive samples can occur.

Event description:
The customer alleged they received questionable benzodiazepine (benzo) results for one patient on their integra 400 plus analyzer. The customer provided data two samples, of which one had discrepant results that were reported outside the laboratory. The patient's initial benzo result was 278 ng/ml which was positive, and it was reported outside the laboratory. The result was expected to be negative as the patient was not prescribed anything and nothing was available on the ward. On (B)(6) 2013, the sample was repeated due to the unexpected positive benzo result and the result was negative. The sample was sent to another laboratory for testing on a modular analyzer, no further details were provided for this analyzer. The result was clearly above the positive cut-off, but the specific result was not provided. The sample was then sent to another laboratory for testing with hplc with pda detection and gc/ms. The results were completely negative. To ensure there was no degradation of the sample had occurred, the sample was repeated on the integra 400 and the results were 290 ng/ml, 298 ng/ml, 294 ng/ml, 286 ng/ml, and 294 ng/ml. The benzo reagent lot number and expiration date were not provided. There were no reports of any adverse events.